Event description:
It was reported that during an open esophagectomy, the device was activated without pressing the hand switch in about 7 hours. Since the device became to be activated properly after this incident, the device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion and moisture ingress were found at the hand activation domes. It is probable that this may have affected the functionality of the hand activation buttons. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. (B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.